Event description:
Philips identified a software defect in iscv system where the users were getting error message while uploading the report through the import pdf. No adverse events or patient harm was reported in the associated complaint pr # (B)(4). The device was in clinical use at the time of event. Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.